Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose of 20 mg/dl. Customer treated low blood glucose level with food after that blood glucose was 67 mg/dl and 198 mg/dl. The auto mode was not active during the reported event. The insulin pump will not be returned for analysis.